Event description:
Healthcare professional reported, a left side rupture. And particles in value. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is, deflation: a crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve. Particles in valve: observed. Not additional observations: no further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side rupture and particles in value. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.